Event description:
It was reported that ongoing intermittent occlusion alarms occurred that caused their blood glucose levels to display as "high," although the specific value was unknown. To address the high blood glucose, the customer administered a correction bolus via their pump. Reportedly, the customer continued to use the pump for insulin therapy.